Event description:
A glove was found in an open box with an unidentified material and discoloration inside the glove. There was no pt problem or evidence of discoloration of the box. No other problem of this nature was noted with other gloves in the facility.